Event description:
It was reported by the rep that the (1) eps01 was used during a laparoscopic cholecystectomy procedure. It was noticed that the hook dislodged from the shaft and fell into the pt. The hook was found and there was no consequence to the pt.